Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and hit their cardiac resynchronization therapy defibrillator (crt-d) implant site. Several d ays later that patient noticed redness and tenderness over the crt-d implant site, and over a weeks course the redness increased with the incision site opening and draining purulent material. The patient was admitted to the hospital and a preliminary culture grew coagulase positive staphylococcus. Antibiotic therapy was begun and the crt-d system was explanted. A postop transesophageal echocardiograph showed a small mobile density at the atrial/superior vena cava (svc) junction. The patient is wearing a life vest until the device system can be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.